Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that manufacturing representative turned the device off for to resolve the pain and the issue with not able to change the stimulation. No patient outcome was reported.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins ) was not functioning correctly and they needed help using their controller. Patient stated a couple months ago, they saw the healthcare provider because they were having some pain in bladder area and the hcp thought it might be coming from the ins. It was indicated that this pain has been present a few months prior, it was just random and patient thought it was because of their bladder sling in that area. It was getting worse. They were informed by hcp that everything was fine with the sling and it could be from the ins. It was noted that they were in a car accident a couple weeks later then they noticed they were feeling it more intense all the time no matter if they were sitting or standing. Patient did not have their controller on the day of report. Patient was going to call again later to try to troubleshooting and possibly switch programs. It was indicated they were in the process of getting in to see their managing hcp. Patient later reported that they had tried the other programs and they did not feel any different. Patient was instructed to turn stim off and reported they did not feel any different.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.